Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n290109, implanted: (B)(6) 2011, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient felt overmedicated the day before his pump refill ((B)(6) 2014). The patient thought the pump gave him too much medication. It was also stated that the patient had some ¿abdominal processes¿ and it was unknown if they were related to the reported symptoms. The symptoms only lasted a short time and the patient was better now. There was no volume discrepancy (actual reservoir volume (arv) of 2.5ml prior to refill). The patient was on minimal oral medication. The pump was used to deliver dilaudid. No intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.